Event description:
It was reported that this right ventricular (rv) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported. It was reported that this system continued to exhibit high out of range shock impedance measurements of greater than 125 ohms. The patient was brought in for testing and a 1.1 joule (j) commanded shock and a 41 j synch shock were both delivered successfully with in-range shock impedance measurements. The system was reprogrammed and continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported.